Event description:
It was reported by service report that the stretcher will not pump up from the lowest position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report. Stryker tech reviewed the unit and confirmed it to be user error.

Manufacturer narrative:
Oxygen bottle. Stryker tech evaluated the unit and confirmed that the alleged event was due to user error.